Event description:
During a ptca/stent procedure, an attempt was made to cross a freshly implanted zeta stent with a vision stent; however, the vision stent could not cross the zeta stent. Upon removal, the vision stent came off of the stent delivery catheter. A bail-out was attempted by using another company's ballon catheter distal to the stent in order to retract the stent into the catheter; however, the attempt failed as the stent became kinked. Sometime later (date unknown) the patient underwent surgery in order to remove the dislodged stent. No additional information was available.